Event description:
The asset/loaner evis exera ii ultrasound gastro-videoscope was returned to the service center for inspection. There was no reported allegation of any malfunction associated with the device. Upon inspection and testing, the unit was found to have a (reportable) adhesive malfunction as the adhesive at the distal end forceps cover was peeled off. No patient involvement or harm was reported to olympus.

Manufacturer narrative:
The evaluation found line item the adhesive at the distal end forceps cover was missing. Additionally, there is minor glue peeling on the probe edge (not exposing the glue underneath). The bending section cover glue is peeling. The guide pipe joint at the body control unit is loose; the image has black colored dots. A review of the asset's repair history indicates the asset was last serviced on september 14, 2021. No problems were found, inspection only. The investigation is ongoing; therefore, the root cause of the reported issue/malfunction cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. A definitive root cause cannot be identified. Based on the results of the investigation, no adhesive was applied where it should be normally and there were scratches around the indicated part, and showing that likely some kind of external force was applied to the part. This information is addressed in the instructions for use (IFU): "inspection of the endoscope- 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches,holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor the field performance of this device.